Event description:
Pt reported experiencing periodic low blood glucose (25-50 mg/dl), for the past 2 weeks. They stated that they self-treats by drinking 3-4 glasses of orange juice; however, their blood glucose remains lowe than normal. Pt also reported that the device has been generating recurrent cartridge/adapter alerts.